Event description:
It was reported that battery charging port cover came off and battery life on pump did not last as long as it previously did. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother declined troubleshooting with technical support, was already in process of obtaining replacement pump through insurance, and no further action was taken by technical support as battery depletion concern could not be confirmed.